Manufacturer narrative:
Based on the claim against the product by the customer noting that incorrect endoscope rotation resulted in unintended motion, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. Although the complaint regarding the reported failure was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device did contribute to the customer reported issue. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is considered a reportable event due to the following conclusion: it was reported that the customer noting that poor/incorrect endoscope rotation resulted in unintended movement after a surgical port placement for a procedure. Poor camera control could result in unintuitive motion and subsequent tissue damage. At this time, it is unknown what caused the event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. If additional information becomes available a supplemental MDR will be submitted. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. Information for the blank fields is not available. Fields are not applicable.

Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure, after surgical port placement, the customer called and informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that the angle of camera display was incorrect. The customer reseated the endoscope and continued with the planned procedure. The tse confirmed no related error in the logs. The tse explained that the issue could be due to a faulty camera installation. Afterwards, the customer called back and reported that the issue reoccurred, and it appeared that the right arm moved when the surgeon manipulated the master tool manipulator left (mtml). Endoscope was replaced to the backup. The procedure was continued with no further issue reported. Isi followed up with the initial reporter and obtained the following additional information: the surgeon believed the cause of the inverted movement of the instrument being controlled at the time of the issue was due to the endoscope rotation issue. The issue was resolved by replacing the endoscope. There was no patient injury due to the issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 0-degree endoscope involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed the reported complaint. Fa found a damaged attached endoscope adapter (aea). The root cause of this failure was attributed to a component failure. The housing of the endoscope was discolored. A root cause of the reported failure was attributed to mishandling or misuse.